Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On (B)(6) 2022 infutronix received a complaint from an end user: "we have a patient on a 96 hour pump that came in this afternoon for a pump d/c. Her tv was 120ml and there is still 90ml left. We changed out the tubing and restarted it---the pump started beeping upstream occlusion. We are switching out the pump and set this one aside to send back." Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed.